Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 she received a higher reading from her adc freestyle libre sensor than she felt. She further reported that after receiving the reading of ¿approximately¿ 13.0 mmol/l (234 mg/dl) she self-administered three doses of 2 units of novorapid insulin, then began to feel ¿cold sweats¿ and subsequently lost consciousness. Paramedics were called and upon arrival they initiated an intravenous infusion of glucose. Customer reported capillary results of 2.0 mmol/l (36 mg/dl) and ¿later¿ a reading of 5.0 mmol/l (90 mg/dl) ¿after IV treatment¿ was received on an unspecified device. Customer noted she additionally self-treated with food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was performed for the reported complaint and libre sensors, the investigation concluded that the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. There were no tripped trends observed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2018 she received a higher reading from her adc freestyle libre sensor than she felt. She further reported that after receiving the reading of ¿approximately¿ 13.0 mmol/l (234 mg/dl) she self-administered three doses of 2 units of novorapid insulin, then began to feel ¿cold sweats¿ and subsequently lost consciousness. Paramedics were called and upon arrival they initiated an intravenous infusion of glucose. Customer reported capillary results of 2.0 mmol/l (36 mg/dl) and ¿later¿ a reading of 5.0 mmol/l (90 mg/dl) ¿after IV treatment¿ was received on an unspecified device. Customer noted she additionally self-treated with food. There was no report of death or permanent injury associated with this event.